Event description:
We became aware that other hospitals in the country are culturing ralstonia pseudomonas on the outlet port on the water side of their vapotherm units. Some hospitals have discontinued use of this device. The cdc is reportedly investigating this. We have reviewed our recent patient histories and have found that patients have had this infection detected, which is unusual. As a result we have discontinued use of all vapotherms until this is resolved. We will culture our units to determine if this can be detected.